Event description:
It was reported that after switching the anesthesia workstation to manual ventilation, no gas to the pt was delivered. The pt was disconnected from the anesthesia workstation and was ventilated with a resuscitator. There was no harm to the pt. (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated by the hospital biomedical engineer the day after the event. The reported issues could no longer be reproduced. The anesthesia workstation was found working without faults. The unit was returned to service. No parts needed to be replaced. The event log that was sent in for evaluation indicated a leakage during ongoing ventilation. The technical log did not contain any indications of any technical malfunctions. We have not been able to determine the root cause for the reported event.

Event description:
(B)(4).